Event description:
It was reported that the patient¿s pump was implanted in his abdomen, but it ¿didn¿t work out¿, so the next pump was implanted in his back, which was slightly more comfortable. The cause of the event, diagnostics/troubleshooting, interventions/treatment, patient symptoms, final patient outcome, and drug information were not reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).